Event description:
Boston scientific received information that during the attempt to implant this device, noise was present on the right ventricular (rv) channel. This noise was oversensed and was able to be reproduced with manipulation of the device header. The device was removed and the rv lead was tested through the pacing systems analyzer (psa). There was no noise present when tested through the psa. A new device was implanted. There were no adverse patient effects. The device is to be returned for analysis.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted body fluid contamination in the lead barrel. There was a hole in the rv- seal plug. A review of the device memory noted one lead leakage in session fault code. Review of the stored electrograms noted artifact that was consistent with bubbles escaping from the hole in the seal plug. Laboratory analysis confirmed that the cause of the noise noted at implant was bubbles escaping through a hole in the seal plug.